Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing condition issue with the battery cap. This complaint is against the battery cap alone. The reporter stated that the battery cap would not attach and that it had been changed within 1 to 3 months as recommended. The reporter denied damage and moisture or corrosion to the pump. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission, 10/02/2014. The product was returned to animas and evaluated by product analysis on (B)(4) 2014 as follows: the threads on the battery cap were observed to be stripped which prohibited the battery cap from fully tightening to the pump; a test pump was used because the patient's pump was not returned. The returned battery cap contact height and width were within specifications.